Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer had a blood clot in the brain prior to hospitalization, it was reported that customer had been hospitalized for over a week and had suffered mini strokes due to blood clots in the brain. Troubleshooting was not performed at time of call.